Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. According to surgery-report provided afterwards, the neuro-patch was found damaged during revision. Tearing of the neuro patch can be caused by sewing too close to the edge of the patch, possibly also in combination with the tensile forces that occur as a result. Furthermore, atraumatic round-bodied needles should be used to avoid damages to the patch. Unfortunately, the patch in question was not provided for investigation, so we cannot confirm the described error. Based on device history review (DHR), the patch was delivered according to specification valid at the time of production. According to the instructions for use (IFU), the following points must be observed to avoid a leakage: choose implant size suitable for the closure of the defect. Cut neuro-patch® according to the application situation, in order to embed with as little stress as possible. Fix neuro-patch® with nonabsorbable suture material (polyester, polypropylene). The use of atraumatic round-bodied needles allows suturing without causing great damage to the implant. An additional seal with fibrin glue can be used. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Investigation results: no product available therefore a investigation is not possible. The device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Without the product, an exact cause cannot be determined at this moment. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. Therefore, the root cause of the error is most probably usage related. According to the IFU, the following points must be observed to avoid a leakage: "choose implant size suitable for the closure of the defect. Cut neuro-patch® according to the application situation, in order to embed with as little stress as possible. Fix neuro-patch® with nonabsorbable suture material (polyester, polypropylene). The use of atraumatic round-bodied needles allows suturing without causing great damage to the implant. An additional seal with fibrin glue can be used." [Abstract of the IFU]. A CAPA is not necessary.

Event description:
It was reported that there was an issue with neuro-patch. According to the complaint description insufficient duraplasty/leakage occured 8 days after surgery. Neuropatch and the original suture were removed. Indication: removal of hemangioblastoma. Primary surgery: (B)(6) 2020. A revision surgery was necessary. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).